Event description:
It was reported that the previously working e-cellular device will not complete the send phase of the manual transmission. Troubleshooting steps were taken to eliminate fault with the remote monitor: set-up was verified, switches were rest, and the patient was walked through a transmission with no success. The e-cellular device was turned off and the sim card was removed, re-inserted, and turned back on several times with no success. The e-cellular device is being replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the previously working e-cellular device will not complete the send phase of the manual transmission. Troubleshooting steps were taken to eliminate fault with the remote monitor: set-up was verified, switches were rest, and the patient was walked through a transmission with no success. The e-cellular device was turned off and the sim card was removed, re-inserted, and turned back on several times with no success. The e-cellular device is being replaced. No patient complications have been reported as a result of this event. It was reported that the previously working e-cellular device will not complete the send phase of the manual transmission. Troubleshooting steps were taken to eliminate fault with the remote monitor: set-up was verified, switches were rest, and the patient was walked through a transmission with no success. The e-cellular device was turned off and the sim card was removed, re-inserted, and turned back on several times with no success. The e-cellular device is being replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Upon review, this is not a reportable complaint and FDA report #2182208000201200268 is being redacted.